Event description:
Used a butterfly IV needle to administer IV dexferren 2cc with 10cc ns in a terumo syringe. Could not tighten the connection between the syringe and IV needle enough to prevent some leaking of the IV iron solution.